Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A social media complaint was received in which it was reported an adverse skin reaction was reported with wear of the adc device. Customer experienced a staph infection at the sensor site and had contact with a healthcare professional who prescribed cefalexin (500mg capsule, intake 4 times a day) for treatment. There was no report of death or permanent impairment associated with this event.